Event description:
The account reported the patient position module will not set. No patient injury reported.

Manufacturer narrative:
The account found the bed had been zeroed with the patient in the bed, user error. Per the hill-rom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the hill-rom user manual, if the bed exit alarm does not arm and all three mode indicators are flashing, remove the patient and zero the bed exit system. The account removed the patient and zeroed the bed to resolve the issue. Based on this information, no further action is required.